Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post laminectomy pain. It was reported that the patient's ins was removed because it wasn't working. No further complications reported.